Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that a part of the ceramic insulation at the distal end of the resection sheath is broken off. However, it cannot be determined with certainty whether the resection sheath had been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in (B)(6) 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
A review of the device history (DHR) records was performed (by oste) as a manufacturing and quality control review was performed for concerned device. There was no non-conformity associated with this device with respect to the described issue(s). The DHR review showed, that the device was manufactured according to valid instructions and met all specifications. A review of the service history indicated the scope was purchased on (B)(6) 2016 with one service event via repair on (B)(6) 2018. The referenced device was not returned to the user facility; therefore the exact cause cannot be determined at this time. Follow-ups to the user facility in an attempt to gather additional information on the reported event are in progress. If additional information becomes available, this report will be supplemented accordingly.